Event description:
It was reported to philips that the system c-arm geometry failed. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found an error indicating that the mechanical movement was not calibrated. The fse solved the issue by calibrating the beam propeller position and adjusting the c-arm current. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.